Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion for no reason during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109238 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: the user facility submitted medwatch mw5109238 for this event.